Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and caused a 20-minute delay to the surgery. It was reported that the site failed tracer registration. The site attempted 3-point tracing and the 1st point appeared on the patient¿s lip. The site failed 3 points and said the points were missing on the right side of the patient. The emitter was re-oriented, but registration failed twice after that. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.